Event description:
It was reported that customer received a button error alarm. Customer reported the screen fell off 6 months ago and dust might be inside the insulin pump. Customer's blood glucose level at the time 290mg/dl. Advised customer insulin pump will be replaced no additional information is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.